Event description:
Champion-af study. It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. The patient was discharged on apixaban. 872 days post index procedure, the patient presented to the emergency department with complaints of aphasia. At the time of the event, the patient was on aspirin. The patient was admitted to the hospital and diagnostic imaging and lab tests were performed. Computed tomography (CT) scan of the head and magnetic resonance imaging (MRI) scan was negative for acute infarct. The modified rankin scale (mrs) score was noted to be zero (0) and nih stroke scale was noted to be zero (0). Transesophageal echocardiogram (tee) revealed complete laa seal and no thrombus. The site reported the event as tia. The patient was prescribed to start aspirin and clopidogrel for three (3) weeks followed by only clopidogrel in response to the event. The event is considered resolved with sequalae and the patient was discharged home.